Event description:
It was reported that the patient experienced a skin irritation/rash which had occurred while wearing the pod between 4 and 24 hours on their arm. The reaction was noted as ongoing (several months), persistent and caused by the adhesive on the omnipod devices. The condition has resulted in significant skin damage, including loss of skin layers which are causing pods to detach, "not stay on", therefore resulting in the cannula dislodging. No changes to blood glucose were reported. The patient sought treatment from their physician and was advised to use adhesive wipes, skin grips, various ointments, creams, and benadryl products as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 4.0.2, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.